Event description:
It was reported that following exposure to a toy at work which contained a magnet with a 3600 gauss rating the pt's device turned off. That evening after leaving work while the stimulator was still turned off the pt experienced a burning sensation where the leads are. The sensation occurred whether the stimulator was on or off. The pt was reprogrammed approximately one week later. Approximately two weeks after the initial event the pt experienced a surging sensation. The pt was not at work when the surging began. The surging occurred every time the pt moved her elbow. The pt did not have her programmer with her and was not able to turn off the device until she returned home. The pt was seen two days later. It was found that the device had a power-on-reset (por) status. It was unk if the por was related to the magnetic exposure at work or due to low battery life, as the battery status was not assessed by the health care provider (hcp). Add'l info received from the hcp reported that the pt experienced a return of her pre-existing pain symptoms. The pt was seen and will undergo neurostimulator battery replacement. The pt outcome was reported as no injury.

Manufacturer narrative:
.